Event description:
Info received indicates the stretcher will not go into trendelenburg due to a leaking gas cylinder.

Manufacturer narrative:
The tech replaced the right gas cylinder to repair the bed.